Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with pocket stimulation. Upon interrogation, the device was found to be in backup vvi. Device download was performed. The device backup was caused by a non masked interrupt. After device download, patient symptoms ended.